Event description:
A talent stent graft system was implanted in a pt for the endo vascular treatment of a saccular distal aortic arch aneurysm, at zone 2, with a severe type b dissection, 28 days ago. Vessel morphology was reported as little calcification; a proximal neck diameter of 30-31mm; a distal neck diameter of 27mm; and a 33mm aneurysm length. It was reported that access was narrow and a conduit was constructed. The tf3232 device was implanted into the distal end of the lesion at the left common carotid artery, covering left subclavian artery (ref MFR #2953200-2011-00745). A tf3636 was implanted into the proximal side of the lesion. Another manufacturer's balloon was then used. A type ia endoleak was then noted. A tax3636 was implanted successfully to treat the endoleak (ref MFR # 2953200-2011-00747). After tevar, when the pt awaked from anesthesia, a cerebral infarction and right hemiplegia were confirmed. Pt is in the ccu at present.

Manufacturer narrative:
(B)(4). Evaluation results: cva/stroke, pre-op dissection, another manufacturer's balloon, treatment of a pre-operative dissection. Conclusion: pre-op dissection.